Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. (B)(4).

Event description:
A (B)(6) reported an intraocular lens (iol) with a broken haptic during attempted lens placement in a patient. The patient was left aphakic. There are three manufacturer reports associated with these events. This report is for the second lens.

Manufacturer narrative:
The customer indicated the use of an approved cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not approved for the lens/cartridge combination used. Due to differing viscosities, the use of an unqualified viscoelastic may result in delivery issues and/or damage. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).